Event description:
This lead was intended for patient trial implant in (B)(6). During the surgery, invalid impedance readings were observed for several lead contacts. Efforts to overcome the issue via intraoperative troubleshooting proved unsuccessful. A new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.